Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failure alarm and reported shorter battery life, as the battery did not hold the charge anymore. The customer was also reported device heating issue. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The test battery was removed and reinserted with no failed battery test alarm noted. Charge/battery anomaly or power problem-device heating up noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and a corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 1.0 received the lowbatteryalert (104) on 04/16/2025 09:31:00 faster than expected at 1.63 days. Battery cycle 2.0 received the lowbatteryalert (104) on 04/14/2025 08:42:00 after more than 7 days at 21.58 days. Battery cycle 3.0 received the lowbatteryalert (104) on 03/23/2025 16:56:00 after more than 7 days at 20.96 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Perform the history review 1 week prior to the event date 17-apr-2025 in the pump history file and found 1 lowbatteryalert (104) on 04/14/2025 08:42:00.000, 1 changebatteryfault (73) on 04/14/2025 08:42:00.000, 1 failedbatttest (58) on 04/14/2025 08:42:00.000, 1 lowbatteryalert (104) on 04/16/2025 09:31:00.000, 3 lost sensor alert on 04/16/2025 09:31:00.000, and 1 sensorerroralert (801) on 04/16/2025 09:31:00.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on 4/21/2025 9:41:58 am. There was no power data available for the dates of 04/14/2025 and 04/16/2025. Unable to check power data for low battery alert, changebatteryfault (73)/replace battery alert and failedbatttest alarm. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensorerroralert noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2 and motor. The vibrator assembly/power connector was corroded. No damage noted on the force sensor. Force sensor zero offset within specification (24.0 mv). In further checking of the pump history records: customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected confirmed due to moisture damage/corroded battery tube. Power problem-failed battery test not confirmed during testing. Power problem-device heating up not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.